Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The audio and vibration tests were passed. The isf (interstitial fluid) data was downloaded using approved software. Signal loss alarms were observed to be not due to low/not present ble rssi value. Known good sensor was activated with returned reader. Signal and sound icons were observed to be shown as activated. Waited few minutes to ensure that there is no disruption in the ble connection between the devices. The reader was connected to software and isf command was sent. Isf glucose records downloaded and attached and isf log timestamp matched reader time setting. First 5 isf glucose records were received. The blc count and rssi values were present and no event type was observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced sweating, shaking, confusion and was able to self-treat with glucose. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced sweating, shaking, confusion and was able to self-treat with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.